Manufacturer narrative:
An event regarding damage involving an exeter device was reported. The event was confirmed. Device evaluation and results: visual inspection was carried out on the returned part by the supplier. They noted: "the yellow spigot is deformed. We can see marks located on the area where the stem inserter has to connect with the spigot." Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. A review by the supplier concluded that there was no manufacturing issue.

Event description:
The customer reported that the spigot protector on the stem was deformed and would not fit the introducer. Another device was on hand to complete the case. There were a few minutes delay while a new stem was obtained.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spigot protector on the stem was deformed and would not fit the introducer. Another device was on hand to complete the case. There were a few minutes delay while a new stem was obtained.